Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the disposable electrosurgical snare did not open smoothly when it was released, and it also got stuck when it was closed. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information and a data correction. Corrected fields: e2/e3. Updated fields: d4 expiration date; h4.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following field: g3 aware date.

Event description:
No additional information provided by the customer.